Event description:
Patient revised to address loose acetabular cup. Update: 12/13/2011 - litigation papers received. They allege that patient experienced excessive levels of cobalt and chromium in the blood. Complaint was reopened to add the femoral head.

Event description:
Update rec'd (B)(4) 2014 - medical records received. Medical records indicate revision was to address pain. Upon revision, white, creamy fluid was noted. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers received. They allege that patient experienced excessive levels of cobalt and chromium in the blood. Complaint was reopened to add the femoral head. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.